Event description:
Guidant received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d), and lead system presented to the hospital with chest pain and a syncopal episode. It was identified that there was an infection in the pocket and thus the device and lead system was explanted due to the infection. It was not identified if the syncopal episode was device related.